Manufacturer narrative:
Explant of the device due to severe calcification that affected valsalva and rendered the valve dysfunctional was reported. The investigation found that the sewing cuff was removed, and all three leaflets were torn and had fibrous thickening. Calcifications were also present on all three leaflets which limited mobility. Leaflet 2 had two irregular tears in the cusp base, associated with calcifications. Leaflet 3 had marked fibrous thickening and was nearly completely replaced by calcified nodules. Leaflet 3 also had an irregular tear in the base of the cusp along the stent post shared with leaflet 2. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the tears could not be conclusively determined; however, the tears observed were associated with calcifications which had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2018, a 21 mm trifecta gt (tfgt-21a, serial#(B)(6)) valve was implanted successfully. Due to an enlarged annulus, the device was implanted more diagonally. On (B)(6) 2023, reintervention was performed due to aortic stenosis and regurgitation (asr). Due to severe calcification that affected valsalva, the valve was unable to function so it was explanted. A 21mm non-abbott valve was implanted in it's place. The patient experienced myocardial ischemia so they were placed on extracorporeal membrane oxygenation (ECMO) and an intra-aortic balloon pump (iabp). The patient is reported to be unstable. The physician thought the diagonal nature of the implant may have placed unusual stress on the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.